Event description:
Covidien endo gia 12 mm stapler and the covidien endo gia articulating reload 45-2.5mm. Stapler misfired and the reloads bent. The staples were not closed when fired and the blade of the stapler did not adequately cut the tissue, resulting in poor closure of the staple line. A new endoscopic stapler was opened and a reload with successful fire; suture was used to over-sew the staple line for prevention of leaking from the cecum. The rep was notified and will come to pick up the stapler and reloads.